Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 rotator cuff repair procedure the ar-13995n needle tip broke off. An x-ray was taken to confirm the needle tip remains in the patient. The remainder of the needle was disposed of in a sharps container at the time of procedure.